Event description:
It was reported the epg (external pulse generator) had a damaged ventricular port. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the initial report, the black wire was broken off and the connector was not tightened into the case. It was also noted that the upper case was broken, the lower case was broken and corroded, the battery release and heart lead flex were contaminated, one bail cover was missing and one bail cover was broken, the ring cover was broken, the lead flex cover was corroded, two case screws, both bails, battery drawer o-ring and ring were missing, the battery contacts were compressed, the battery drawer was broken and had tool marks, the encoder flex was out of specification, the ventricular output was not adjusting correctly and the battery flex was rusted and corroded.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Further review prompted a change in the device analysis results. Evaluation summary: (B)(4): analysis confirmed the initial report, the black wire was broken off and the connector was not tightened into the case. It was also noted that the upper case was broken, the lower case was broken and corroded, the battery release and heart lead flex were contaminated, one bail cover was missing and one bail cover was broken, the ring cover was broken, the lead flex cover was corroded, two case screws, both bails, battery drawer o-ring and ring were missing, the battery contacts were compressed, the battery drawer was broken and had tool marks, the encoder flex was out of specification, the ventricular output was not adjusting correctly and the battery flex was rusted and corroded.